Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states

Event description:
It was reported that the blood glucose monitor was reading in the incorrect units of measure. The user reported that the accu-chek performa meter was reading in mg/dl. Based on the serial number and the label on the back of the device the readings should be in mmol/l.